Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pain, urinary problems, stress urinary incontinence and loss of consortium. Revisions of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.